Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Eight days post procedure, the patient presented to the emergency room with chest pain. A computed tomography (CT) scan was performed to rule out pulmonary embolism followed by echocardiography. Echocardiography showed the closure device embolized to the left ventricular outflow tract. The patient was transported to the lab and the closure device was removed percutaneously from the patient the following day. The patient recovered and was discharged home two days following admission to the emergency room.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Eight days post procedure, the patient presented to the emergency room with chest pain. A computed tomography (CT) scan was performed to rule out pulmonary embolism followed by echocardiography. Echocardiography showed the closure device embolized to the left ventricular outflow tract. The patient was transported to the lab and the closure device was removed percutaneously from the patient the following day. The patient recovered and was discharged home two days following admission to the emergency room. It was further reported via facility medwatch report reference (B)(4) that the patient presented with difficulty breathing prior to the identification of the embolization of the closure device. The patient was found to have severe aortic valve regurgitation and was taken for valve replacement 5 days later. It was further reported that the patient underwent a diagnostic heart catheterization, which showed the patient had triple vessel disease. The patient underwent coronary artery bypass and a surgical ligation.

Manufacturer narrative:
A4: weight - updated. B5: describe event or problem - updated. B7: other relevant history - updated.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Eight days post procedure, the patient presented to the emergency room with chest pain. A computed tomography (CT) scan was performed to rule out pulmonary embolism followed by echocardiography. Echocardiography showed the closure device embolized to the left ventricular outflow tract. The patient was transported to the lab and the closure device was removed percutaneously from the patient the following day. The patient recovered and was discharged home two days following admission to the emergency room. It was further reported that the patient presented with difficulty breathing prior to the identification of the embolization of the closure device. The patient was found to have severe aortic valve regurgitation and was taken for valve replacement 5 days later.